Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications.

Event description:
On (B)(6) 2013, the patient's daughter reported that the infusion device was switching to pm when it should be on am and this was causing her mother to get basal insulin delivery that was incorrect. She stated that her mother's blood glucose level was 32 mg/dl and her normal range is 150-200 mg/dl. She stated that her mother would not have been able to treat herself. She retrieved a glucose tablet, two glasses of grape juice, and crackers for her mother. She stated that her mother was too weak to stand or walk. The patient's daughter saw that the month and year programmed in the infusion device were not correct. She stated that the basal rate was correct, but the total basal rate for a 24 hour period was incorrect. The total basal rate showed 12.4 units of insulin and should have been 42.4 units of insulin. She also stated that the device had switched back to pm. The patient has a new infusion device from a competitor. She will utilize her backup device until she is trained on the competitor's device. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.